Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during skin closure, staple wear was observed inside the device and the staple failed to fire." The patient's current condition is reported as "fine".